Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic), the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range, and unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, beginning (B)(6) 2015, ventricular sic up to 18517; v ventricular tachycardia (vt) non sustained episodes and ventricular fibrillation (vf) detected episodes with inappropriate shocks due to lead noise oversensing. Beginning (B)(6) 2015, rv pacing impedance spiked to 4816 ohms from 408 ohms; impedance continues to rise and is variable. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to oversensing, high impedance of the pace/sense that resulted in delivery of inappropriate therapies. The rv lead remains in patient, inactivated. No further patient complications have been reported as a result of this event.